Event description:
The event is reported as: the two tips of the instrument are broken. The defect was discovered during cleaning/reprocessing during the inspection of the device. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.